Event description:
The field service engineer (fse) reported smoke coming from an alinity I analyzer while replacing the reagent cooler. The fse replaced the reagent cooler, powered on the analyzer, and saw smoke. The analyzer was then powered down and the fse saw visible melting of the cooler fans. It was discovered that the cooler fan wire had a screw through one of the wires. There was no impact to patient management, user safety, or facility damage reported. No injuries occurred.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service engineer (fse) reported smoke coming from an alinity I analyzer while replacing the reagent cooler. The fse replaced the reagent cooler, powered on the analyzer, and saw smoke. The analyzer was then powered down and the fse saw visible melting of the cooler fans. It was discovered that the cooler fan wire had a screw through one of the wires. There was no impact to patient management, user safety, or facility damage reported. No injuries occurred.

Manufacturer narrative:
Section b3 date of event updated from 14feb2025 to 14jan2025. An abbott field service representative (fsr) was dispatched due to instrument error messages. During the troubleshooting, the fsr noticed smoke coming from the analyzer after replacing the cooler assy with pump. The fse discovered visible melting of cables of the cooler assy with pump and was deemed the cause of the smoke. No fire was observed, and no injury occurred. The fsr replaced the cooler assy with pump, part number a-30105227-04, which resolved the issue. The analyzer was returned to normal operation. The 2025 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke and charring/melting observed was limited to the cable of the cooler assy with pump; the smoke and charring/melting did not spread to other parts of the module. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on the information provided and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.